Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported deflation. This record is for the right side. The device remains implanted.

Manufacturer narrative:
Lab analysis completion: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported deflation. Healthcare professional confirmed right side deflation. This record is for the right side. The device has been explanted and replaced. Device has been returned.

Manufacturer narrative:
The event of deflation is no longer reportable to the FDA. There is no complaint against the device. Additional, corrected and/or changed data: b.5, h.6.

Event description:
Healthcare professional later reported no complaint against the device. The event of deflation is no longer reportable to the FDA. There is no complaint against the device.